Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn, broken and bent. Dimensional inspection found the lens to be within specifications. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -9.5/3.0/081 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation. On (B)(6) 2023, the lens was repositioned but this did not resolve the problem. On (B)(6) 2023, the lens was exchanged with a same length lens but implanted vertically and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).